Event description:
It was reported that during a superion indirect decompression implant procedure, the spacer and set screw broke. The physician assessed that there appeared to be osteophytes and bone present causing resistance. It was noted that the physician may have used excessive force in the procedure during the sagittal wiggle application, and it appeared that is when the device broke. It did not appear that the physician did any gear shifting during the sagittal wiggle. The implant was properly connected to the starter. The physician implanted a new spacer successfully. The spacer was discarded by the facility; and therefore, will not be returned for analysis.